Manufacturer narrative:
(B)(4). Batch # n91f9c. Additional information was requested and the following was obtained: did the device pass the pre-run testing: yes; had the device been activating and then stopped activating: device been activating and work properly 40 minutes; did the generator display an error code or any messages, if so, please describe: after 40 minutes the generator¿s display showed error and it was re-activated; did the metal blade tip break off the device: no, pictures attached; did the tissue pad melt? (See attached photos): no, pictures attached; or, did any of the tissue pad detach from the clamp arm and fall off, (not melted away, but a piece broke off): no; does the surgeon activate the device with the jaws closed, with no tissue between the jaws: no. This analysis is based on an image send by the account and is not of the instrument. Image 1-2: the image provided by the customer was that of an ace36e instrument. The distal portion of the blade appears to be broken off. Image 3: this image appears to be a picture of the instrument handle where the batch is located, n91f9c. It is likely that the reported alert screen was caused when the blade was damaged. A root cause could not be determined from the image provided. Because the instrument was not return our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an extraperitoneal endoscopic radical prostatectomy procedure, forty minutes after start of the procedure, device was broken. Doctor finished this procedure with product of other manufacturer. There were no adverse consequences for the patient reported. Fifteen minute delay.

Manufacturer narrative:
(B)(4). Batch # n91f9c. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.